Event description:
Caller states that a patient reportedly received the following results on a mobile meter (patient's mobile meter) (system 1), compared to a hospital meter (unknown professional meter), and a new different mobile meter (system 2), and lab results, within 10 minutes: 22.9 mmol/l (patient's meter) (system 1), 5.5 mmol/l (unknown professional meter), 15.5 mmol/l (new mobile meter) (system 2), and 5.0 mmol/l (lab). No adverse event reported. Requested return of the alleged mobile meters for evaluation. It is not known which meter showed which reading.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).